Manufacturer narrative:
This rv lead was returned for analysis; however, product analysis is unable to provide relevant information for infection-related allegations as this is a known inherent risk of this product.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. This lead has not been received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. This lead has not been received for analysis. No additional adverse patient effects were reported.